Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced several ventricular fibrillation (vf) episodes. During attempted therapy delivery, it was noted that the defibrillation impedance was low on the right ventricular lead. The vector was changed using the dynamictx algorithm to successfully terminate the vf. Afterwards, the patient presented in clinic and during the interrogation, it was noted that the defibrillation impedance was within normal limits on all the vectors. Programming changes were made. On (B)(6) 2020, the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a partial distal portion of the lead was returned in one piece measuring 53.5 cm. The reported event of low defibrillation lead impedance was confirmed. An internal insulation abrasion was found under the superior vena cava shock coil breaching the right ventricular cable lumen with one right ventricular cable abraded, melted, and separated. In this region, all four filars of the superior vena cava shock coil at 24.3 ¿ 24.7 cm from the distal tip was also found to be melted and separated. The rv lumen was abraded at 24.1 ¿ 25.4 cm from the distal tip. The inner coil lumen was intact in this location. The cause of the reported event was isolated to the abraded right ventricular cable lumen under the superior vena cava shock coil exposing one of the right ventricular cable. External insulation abrasion was found at 46.0 ¿ 47.0 cm from the distal tip breaching the optim sheath only consistent with friction to another device or feature of the patient anatomy. The lead insulation was separated at 47.3 cm from the connector pin.